Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the tfna fenestrated helical blade 100 -s is stuck with the 11/130 deg ti cann tfna 170 sterile confirming the unable to assemble condition. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fenestrated helical blade 100 -s. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: 9-aug-2024. Expiration date: 30-jun-2034. Part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile. Lot number: 29734p6 (sterile). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the insertion of a tfna nail to treat an intertrochanteric fracture, the helical blade would not advance completely through the nail implant. The surgeon attempted to back out (remove) the helical blade but noticed that it had become fused to the nail. During attempt to remove the helical blade, the patient's femur fractured further and the surgeon decided to remove both implants (as one fused piece). Following removal of the implants, the patient's wound was closed and were processed to be transferred to a trauma center. It was confirmed that the surgeon was using the appropriate instrumentation (130 degree nail & 130 degree aiming instruments). The surgeon also confirmed that surgeon reamed using both the 10mm tapered drill & the 6/9mm stepped drill bits prior to inserting the helical blade. There was surgical delay. Procedure was successfully completed. Patient outcome was unknown.